Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll for evaluation. Functional evaluation was unable to duplicate the customer report. The device logs revealed that the shutdown was triggered by a low battery condition. The battery from the event was not provided as part of the investigation. Attempts have been made to have the battery returned for testing. The device was functionally tested and passed successfully with no faults noted. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.